Event description:
It was reported that the resident was being lifted using the sara study active floor lift but then her legs gave out. As a result of the event, the resident fell and sustained a femur fracture.